Event description:
It was reported that during a lithotripsy procedure, the stone was crushed slowly, and the optical path is offset, therefore, recalibrate. The operation that could be completed with 30 watts of energy was now required to be completed with higher parameters. The procedure was completed with the original console without patient complications.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the product could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse inspected the optical path, voltage values and calibration energy and all were normal. Also, the port was cleaned and after that, the console was tested and work as intended, therefore, the reported event was confirmed. The malfunction found with the port, could have affected the device performance leading to the low power event. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.